Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited a high out-of-range pace impedance measurement of 3,000 ohms on(B)(6). The alert was not received until (B)(6) despite having yellow alerts programmed on, and technical services (ts) discussed this may have occurred while the patient monitor was not connected. Review of ra impedance trends showed a sudden jump in measurements, and ra lead fracture was suspected. Additionally, two signal artifact monitor (sam) episodes were stored containing respiratory rate trend (rrt) signal oversensing, and the rrt feature was disabled. There was ra lead noise and farfield oversensing on a recent atrial tachy response (atr) episode, as well as a drop in p-wave amplitudes. Less than two seconds of pacing inhibition was noted, however the patient's underlying rhythm was present. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited a high out-of-range pace impedance measurement of 3,000 ohms on may 9th. The alert was not received until may 20th despite having yellow alerts programmed on, and technical services (ts) discussed this may have occurred while the patient monitor was not connected. Review of ra impedance trends showed a sudden jump in measurements, and ra lead fracture was suspected. Additionally, two signal artifact monitor (sam) episodes were stored containing respiratory rate trend (rrt) signal oversensing, and the rrt feature was disabled. There was ra lead noise and farfield oversensing on a recent atrial tachy response (atr) episode, as well as a drop in p-wave amplitudes. Less than two seconds of pacing inhibition was noted, however the patient's underlying rhythm was present. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was revised due to high ra pace impedance measurements. The implantable cardioverter defibrillator (ICD) was also explanted and replaced during this procedure. During lead explant, the ra lead broke, and an unretrieved device fragment was left in the patient's body. A new lead was implanted successfully. No additional adverse patient effects were reported.